Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test dates, implant date: estimated dates. (B)(4). Shannon d. Thomas, et al. "Interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis." Journal of endovascular therapy, april 11,2019, doi: 10.1177/1526602819842851. The device was not returned for analysis. A review of the lot history record review and similar incident query for this product was not performed since the part and lot numbers were not provided. The reported patient effect of hematoma, thrombosis and stenosis are listed in instructions for use supera peripheral stent systems as a known patient effects of the stenting procedures. The device was used in arteriovenous fistulas (avf). It should be noted that supera peripheral stent system instruction for use states: the supera peripheral stent system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and / or proximal popliteal artery with reference vessel diameters of 4.0 to 6.5 mm, and lesion lengths up to 140 mm. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the supera stent used in the treatment of juxta-anastomotic stenosis within arteriovenous fistulas (avf)s. The supera stent may be related to difficult deployment, difficult wire access through the stent, radial artery spasm (resolved without intervention), forearm bruising, restenosis, and thrombosis, requiring balloon angioplasty as treatment. Specific patient information is documented as unknown. Details are listed in the attached article, titled "interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis".